Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that approximately one month after implant, the right atrial (ra) lead became dislodged and had fallen down in the ventricle. The physician attempted to reposition the lead, but could not obtain an optimum position. It was suspected that there may have been some myocardium stuck on the helix of the lead. After several attempts, the physician decided to remove the dislodged lead and implant a new one. No patient complications have been reported as a result of this event.